Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During support, a alarm stating "purge fluid not detected" occurred. The purge bag was replaced and the automated impella controller (aic) was swapped out with a new aic. The aic was returned for evaluation.

Manufacturer narrative:
The investigation into the aic - purge issue ¿ other has been completed since the initial report was submitted. The console was returned, tested, and visually inspected. The purge disc retainer was found to be broken. The root cause of this issue was a broken purge disc retainer. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.